Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging false negative hcg 10x from four different patients. (No test lines observed) patient's ages range from 20-30. No samples to be submitted. Repeated testing on quick and clear qualitative test resulted positive (sensitivity unknown). Customer did not provide specific patient details/information. No reported adverse patient sequela. No additional information provided.